Event description:
Crd_1056 - advance laa us1799-486 r813470501. It was reported that on 07 dec. 2023, an unknown amplatzer amulet was implanted in a patient. Patient reportedly cough upon extubation post procedure. Patient developed respiratory distress while in the post acute care unit which quickly progressed to cardiopulmonary resuscitation (CPR) and advanced cardiac life support, advanced cardiovascular life support (acls) protocol. An emergent echocardiogram originally noted the amulet device in the mitral valve and subsequently migrated to the aortic valve. After return of spontaneous circulation (rosc), the patient was emergently taken to the operating room to remove the device. It's noted that the patient passed away on (B)(6) 2023. The cause of death is unknown.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization in to the aortic valve was reported. It was reported that patient developed respiratory distress while in the post acute care unit which quickly progressed to cardiopulmonary resuscitation (CPR) and required advanced cardiac life support. The patient was emergently taken to the operating room to remove the embolized device. The patient death was reported. The patient medical history included anemia, atrial fibrillation and pci. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Images from field appeared to show color flow without leakage in 45/135 view, no leakage was seen at the lobe. At the time of device release, the 0- and 135-degree tee views showed a device lobe shoulder that was too proximal for close to be met which could possibly cause difficulty obtaining the coaxiality, compromising device delivery. A post procedure tte image series showed the amulet device embolized from the laa. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.